Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one suture and one needle on the photo. The needle was disengaged from the suture. The needle was observed to be bent one third of the needle length from the swage. The length of the suture could not be properly evaluated. The visual inspection of the returned product noted one suture and one needle. The needle was returned disengaged. Upon microscopic inspection, instrument marks were noted near the swaged end of the needle. Suture material was observed to be present in the swage, indicating the suture broke off at the swage. The suture was measured with a metal ruler, calibrated asset, and determined the suture length to be shorter than the original suture length according to the product description. Thus the suture was identified to be broken. It was reported that the needle was separated from the thread, bent, and the thread broke. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends, breaks, or damage the connection between the needle and suture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a skin stitching procedure using the suture, the needle bent and the thread broke. The surgeon was able to remove the thread remnants. Upon visual inspection, the needle was separated from the thread. There was no patient injury.